Event description:
New information indicated that device reprogramming was made. The patient was stable.

Event description:
It was reported that the device exhibited under-sensing in the discrimination. Over-sensing on the discrimination channel was also noted, which led to inappropriate therapy. Programming changes were discussed, but no intervention was reported.